Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to reset the k value for clot detection but the error persisted. The customer was then advised to flush the nozzle and to soak in the di water with 10% bleach then to rinse and dry the nozzle. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2076 clogging detected at specimen and error 2078 clogging detected at pretreat was a clogged nozzle.

Event description:
On (B)(6) 2017, a customer reported error 2076 clogging detected at specimen and error 2078 clogging detected at pretreat on the aia-900 instrument. The customer stated that the error occurred on quality control and patient runs. The customer is unable to run patient samples on cardiac troponin I (ctnl2). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.